Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep attended the center in question today to support some battery replacement cases. An interstim 2 has just been implanted, and shows 28-47% capacity. The rep question instead of multiple batteries being the problem, could this be an issue with the n¿vision ) incorrectly interrogating interstim 2 device? No further patient complications are anticipated or expected as a result of this event.